Event description:
Patient was not able to test their glucose due to the induo meter started giving an error 2 in 2003 sometime after 6 pm. That night patient took their normal dose of 12 units of humulin-u and patient thinks maybe 8-10 units of novorapid. Patient normally adjusts their novorapid according to their meter result, but patient could not use their meter so patient just guessed at an appropriate dose of insulin. Saturday morning patient took their regular 12 units of humulin-u and then 6 units of novorapid (again without a glucose reading). Patient then brushed their teeth and had a shower. When patient was going to leave the house for breakfast patient dropped to the ground and one of the students that patient lives with called an ambulance. The ambulance took patient to the hospital, gave patient IV glucose and then took a glucose reading of 2.6mmol/l on their meter. Patient was able to walk out of the hospital shortly after this. Patient went to a restaurant where patient had a breakfast of bacon and eggs and patient took more insulin at this time (patient cannot remember how much patient took at this time). Then patient went to a bus stop where patient went low again. Someone called an ambulance and the attendants treated patient on the spot with oral glucose and did not bring patient to the hospital. After about 5-10 minutes patient was fine again and went to a pharmacy where they called out the induo emergency line for a replacement induo. The issue with the meter was not resolved.